Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose with blood glucose of 51 to 66 mg/dl at the time of the incident. The customer was at 184 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller believes the pump was over delivering. Troubleshooting was not completed as the customer had discarded the set and reservoir. The insulin pump will be returned for analysis.